Manufacturer narrative:
(B)(4). Unit received with failed batt test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low batt, battery out limit alarms due to failed batt test alarm. Unit had cracked battery tube threads.

Event description:
It was reported that the insulin pump was turned off without a command. Customer's blood glucose value was 104 mg/dl. Customer stated that they changed the battery and insulin pump was turned on. Troubleshooting was performed. Customer stated that self test was passed. Customer stated that insulin pump received the low batter alarm prior to off no power alert. Customer stated that insulin pump was not bumped nor dropped. The device will be returned for analysis.